Event description:
The patient (B)(6) received her scs system, including a percutaneous lead, on (B)(6) 2011 for left arm and hand pain. It was reported that the patient feels diffuse stimulation. She stated that she feels painful overstimulation when she moves her arm/hand or pushes on a specific spot on her arm. The patient reported that she worked with an ultrasound scanner and consequently felt a strong overstimulation sensation. Diagnostic testing showed no impedance anomalies of the lead contacts. It was reported that the lead will be explanted and replaced. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.